Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped suddenly. Review of the pump data by tandem technical support showed the pump battery dropped from 80% to 5% within 2 minutes. There was no impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.